Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Exact date of event is unknown.

Event description:
It was reported that the patient underwent an unrelated procedure and did not set their ipg to surgery mode. As a result, the ipg was unable to communicate with external devices and was deemed inoperable. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.